Event description:
Information received from the field does not address the patient's clinical status but notes that noise was observed on the atrial lead after the patient received a shock from his implantable cardioverter defibrillator. The noise was indicative of an insulation break, possibly causing myopotential oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received